Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available.

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass surgery, there was a positive pressure build-up in the reservoir during vacuum assist. The perfusionist stated that the forgot to attach the positive pressure valve to the reservoir during vacuum assist. The perfusionist had the vacuum kit assembled to the reservoir prior to cpb. The venous cannula was in place and 500ml blood was removed from the pt, via the venous cannula, into the venous reservoir to begin displacing some of the crystalloid volume in the circuit. After 500ml (of blood) was drained, the venous line was clamped. The pump suckers were started, and blood was directed into the cvr. The cvr became pressurized and forced blood and prime solution into the vavd tubing kit and towards the vacuum regulator. Because the perfusionist thought the reservoir was vented (through an integrated valve), he was unable to determine the cause of the high positive pressure in the reservoir. The perfusionist attempted to change out only the cvr, but found the process difficult. He elected to change out the oxygenator and the cvr. The replacement oxygenator with cvr that was opened as a replacement had an integrated positive pressure relief valve. The change out delayed the start of cpb by approx 20 minutes. The pt was hemodynamically stable during this period. The blood that was previously drained (500ml) was lost due to the change out of the oxygenator. Cpb continued and was completed successfully. No harm to the pt was observed or reported; 500 ml blood loss - considered an adverse event by tcvs. Product was changed out. Surgery was successfully completed.